Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 298 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to moisture damage on force sensor resistor. The insulin pump passed displacement test, rewind test and basic occlusion test. The insulin has minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.